Event description:
Far-field r wave oversensing on atrial lead. Review egm(s). Rv bipolar lead impedance 19 ohms on (B)(6) 2025 atrial bipolar lead impedance warning on (B)(6) 2025. Atrial unipolar lead impedance warning on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).